Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, and inflammation under the sensor patch and extending beyond the patch perimeter. Prior to sensor insertion the area was cleansed with soap, water, and alcohol. A healthcare personnel (hcp) was consulted, and the patient was prescribed an oral antibiotic (doxycycline hyclate 100 mg twice per day) for a bacterial infection. At the time of the report, the parent stated the antibiotic helped treat the reaction. No additional patient or event information is available.